Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found an external insulation abrasion breaching the right ventricular and ring electrode cable lumens at the distal region with intact inner coil lumen and cable coating. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. Two internal insulation abrasions both breaching the superior vena cava cable lumen proximal to the superior vena cava shock coil with intact inner coil lumen and cable coating.